Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to resolve the occlusions. Customer's blood glucose (bg) was 540 mg/dl and ketone level was elevated. Manual insulin injections were administered to address bg. Upon follow up, customer reverted to using manual injections for insulin therapy.